Event description:
A customer contacted baxter (B)(4) regarding a system error (se) 2240 (air in line) and se 2367 alarm that appeared on the home choice (hc) display while the home patient (hp) was connected, in dwell 3 of 5. The home patient (hp) stated they left a clamp open on an unused supply line. The technical service representative (tsr) then explained that the supplies are compromised. The hp wanted to end therapy for the night as the home patient (hp) was out of town. The tsr advised the cg to call the registered nurse (rn) in the next 24 hours and let her know what happened. The cg understood the explanations, cleared the alarms, ended therapy, and would call the rn. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed and the root cause was determined to be due to an open clamp on a supply line which is use error that can cause system error 2240 alarms. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.